Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was noted to have an infection at the implant site. An explantation/reimplantation is planned once the infection has cleared.